Manufacturer narrative:
No unresponsive button was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad on the insulin pump was not consistently responsive. The customer's blood glucose was 360 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.